Event description:
It was reported that the patient had the inflatable penile prosthesis device removed due to unspecified reasons on an unknown date. A new inflatable penile prosthesis 21cmx12mm preconnect cylinder with pump and a 100 ml reservoir were implanted.

Manufacturer narrative:
Device evaluation.

Event description:
It was reported that the patient had the inflatable penile prosthesis device removed due to unspecified reasons on an unknown date. A new inflatable penile prosthesis 21cmx12mm preconnect cylinder with pump and a 100 ml reservoir were implanted. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted